Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all new orders were delayed on crossing over the station. The customer reported there was a delay in dispensing medications to the patient and nurse had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that all new orders were delayed in crossing over. The technical support specialist confirmed that the messages were current, the service was running, and the interface was active. However, the error indicated a failure to process the message received from adt cerner. Later, the customer confirmed that the cerner team had resolved the issue. The system functioned as intended after the technical support specialist completed the investigation.